Event description:
It was reported that the patient presented for a pre-operation interrogation. Upon the interrogation, it was noted that the insertable cardiac monitor (icm) exhibited under-sensing. No intervention was performed. There were no patient consequences.